Event description:
During a review of the FDA maude database, report number 2017865-2012-01542 was found that alleged the involvement of a spectranetics product in a reportable event. Multiple attempts to obtain additional information were made, but no further information was forthcoming. The initial MDR report was received by FDA from st. Jude medical on (B)(6) 2012. The report summary states: "it was reported that x-ray revealed externalized conductors. High impedance was observed. During an explant procedure the svc was damaged with laser extractor and the patient expired."